Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed a "runtime calibration failure-1051" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the customer removed and returned the smart pneumatic module board. Inspection of the smart pneumatic module board found evidence of tampering. Due to the condition the product was received, root cause could not be determined. No trend is associated with reports of this type.